Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-13062019-0000453537 submitted for adverse event which occurred on (B)(6) 2014. Mwr-13062019-0000453651 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and two mesh were implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2014 and (B)(6) 2018 due to erosion. Other implanted product is captured in separate file. No additional information was provided.